Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure using a truepass needle, the needle was found broken when suture was retrieved out of the canula. The broken part was removed from the patient using a grasper. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.